Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic surgery for uterine cancer, the subject device was used. When the user activated the subject device around the obturator nerve in the procedure, the significant bleeding occurred. The user struggled to stop bleeding because it was difficult to determine the bleeding point. The intended procedure was completed with the subject device. After the procedure, it was reported that the patient complained numbness in the patient¿s leg. The user thought that the possible cause of the numbness would be a large amount of bleeding or damage to the nerve with the subject device. However, it was notified that the user identified this event was attributed to the incorrect usage of the subject device.

Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) could not evaluate the subject device, because the subject device was discarded by the user. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. The exact cause of the reported event could not be conclusively determined. However, based on the comment from the user and device history record check result, it was surmised that this event was attributed to the incorrect usage of the subject device. The device handling has warned in the instruction manual as follows; before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding or burns may result. Do not use the thunderbeat if you do not have a sufficient view of the grasping section and probe tip to ensure that only the intended tissue is in contact with the grasping section.